Event description:
Customer requested an event log review to determine user programming. Customer reported dacarbazine 625.3mg, doxorubicin 41.7mg in a total volume of 583ml was to run over 20 hours. The user said she programmed the rate at 29.2ml/hr but the entire bag infused over 8 hours instead of the intended 20 hours. No pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Logs received; log review pending. The event logs have been received but the eval has not begun. A follow up report will be submitted once the failure investigation has been completed.